Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7077893/7077945.

Event description:
It was reported that the patient ipg was not helping the lower extremity pain. It was also reported that when the ipg was turned on, it messed up patients brain and did not like it. The patient underwent an explant procedure wherein all device components were removed. The explanted devices will not be returned.